Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed for air in line sensor error. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage from the disposable aa batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During testing, corrosion from battery leakage was noted in the battery compartment and on the negative battery contact on the middle printed circuit board of the device. The customer contact's reported air in line alarm was duplicated during testing. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.